Event description:
Additional information was received, it was reported the problem was suspected to be related to adaptive stim settings. The patient was still having issues and an office visit was scheduled for october 16. The representative decreased intensity and transition times at the patient's last office visit, no further adjustment was made. It was noted the issue was still in progress as the patient requested continued access to pulse width, rate, intensity and the ability to make adjustments themselves.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The representative (rep) called with patient present to report that for the last year and a half, the intensity of the patient's stim has been increasing on its own. Caller also said patient had adaptive stim. Caller was just notified of this issue today, but patient said they had spoken with other reps previously over the past year and a half. Caller said when the patient is driving, specifically accelerating, slowing down, or turning a corner, the stim increases. Caller also said this will happen sometimes when the patient is walking and turns left. Before calling, caller said the patient's driving group had higher settings than the other 2 groups, so they decreased it. Specifically, upright and mobile were both previously at 3.5 ma on program 1 and 4.2 ma on program 2, but caller decreased them to 3.3 ma on program 1 and 3.8 ma on program 2. Caller also reviewed other positional amplitudes and they are as follows: reclining- 2.5 ma prog 1 and 3.4 ma prog 2, lying back- 1.5 ma prog 1 and 2.6 ma prog 2, lying front- 0 ma prog 1 and 2, lying left and lying right- 3.5 ma prog 1 and 4.2 ma prog 2. Caller said patient tried walking around making left turns after this adjustment and did not notice a change in stim sensation. When asked if patient was able to check the amplitude while experiencing the change in sensation, patient said the sensation would resolve before they could get the settings on their controller pulled up. Caller said they had "heard something in the past" about angles. Agent reviewed standing angles with caller and suggested adjusting for a wider angle between upright and reclining if desired. Caller mentioned adjusting a transition time from 2 minutes to 30 seconds, but it was not clarified which position the adjustment was made for. Caller was satisfied with the adjustments they made on and before the call, and will have the patient trial them to see if there is improvement.

Event description:
The rep reported the cause is unknown, and the patient is being considered for a replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.